Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to hyperglycemia. Customer's blood glucose levels at the time of hospitalization was over 200 mg/dl. The customer reported that she is pregnant. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 91 mg/dl. Unable to troubleshoot. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.